Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of cardiac tamponade requiring intervention was reported during a left atrial appendage closure (laac) procedure where the baylis medical versacross rf wire and versacross transseptal sheath were used to attempt transseptal puncture. The patient was noted to have a prominent cardiac transverse sinus and a circumferential pericardial effusion prior to the start of the procedure. During the transseptal workflow, the physician experienced difficulty tenting the atrial septum with the versacross devices due to the complex patient anatomy. While attempting to position the versacross devices, a cardiac tamponade was noted. Pericardiocentesis, a pericardial window and a blood transfusion was completed. The patient was stabilized and is recovering in hospital. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate MDR problem report has been submitted for the versacross rf wire under MFR report number: 3019751610-2022-00006.